Event description:
One-handed persuader was used in a case with (B)(6). Surgeon was performing a 2 level lumbar fusion and used persuader to seat rod on left at l4 after attempts with insertion tube and anti-torque key, and insert blocker. Persuader appeared to lock onto screw without issue, metal lever was then used to reduce rod with surgeon compressing lever as far as possible with one hand, and blocker inserted. Blocker inserter removed and then surgeon attempted to remove persuader by using release button. Persuader did not release from screw head. Repeated attempts to do so by using release leaver unsuccessful. Surgeon then had to hold release button and tap metal trigger handle to get it to release from screw.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. The (B)(4), xia 3 blocker is also referenced in this complaint. Report is being filed on the persuader since this device is assumed to be at center of the root cause of the event. Investigation is pending, reportability of the blocker will be re-evaluated once it is completed.